Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded a false positive result. I-stat: 0.01 ng/ml @ 12:25 pm. I-stat: 0.11 ng/ml @ 15:11 pm. I-stat: 0.00 ng/ml @ 15:23 pm (same sample as 15:11). Lab: 0.00 ng/ml @ 15:28 pm (beckman access). Based on the information available there were no injuries associated with this event.